Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on the day of this call that patient was going to the bathroom every 15 minutes. The patient reported she was getting over a "really bad bladder infection" since (B)(6) 2017. The patient stated that they initially told her to "drink cranberry juice - then primary care physician (pcp) wrote her a prescription for an antibiotic. The patient went back and had a culture done and was given a different antibiotic. It was noted that patient stim was off. The stim was turn back on and patient could feel stim. The patient was not sure how her implantable neurostimulator (ins) was turned off on the day of this call. The patient was redirected to healthcare provider to see was cause the stim to turn off. The patient later call stating that on her previous call she couldn¿t see the icons on the screen very clearly due to eye sight problems/her eyes aren't tracking right after a bad concussion in (B)(6). The patient described the synch screen button which was noted as normal and patient was instructed to press the button. Patient could synch successfully and confirmed her therapy was on. Patient had questions about why her device turned off because she hasn¿t been near any stores or circumstances that would cause it to turn off and hasn¿t pressed the stim off button. Patient also mentioned her device getting "knocked off" (turned off) after going to the airport and (B)(6) in the past however patient did not know the event dates of when this occurred but previous stated since (B)(6) 2016. Patient confirmed when this occurred in the past her patient programmer (pp) showed the therapy was off and she had to turn it back on again. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the therapy was turning off by itself and noted that they had multiple instances where the ins had turned itself off by itself. The patient stated that the first time it occurred after going through airport security. The patient stated that they had turned the ins off, walked through, and turned the ins back on but after that the ins turned off by itself. The patient used the word jolt to describe this but confirmed that there was no shock or jolt and noted that they just meant jolt because the ins turned off. The patient had been having issues with rectum leaking since the airport event and noted that they were leaking way more than they should. The patient stated that the other events of the ins turning off included once while they were exiting (B)(6) the same time as shoplifter and the beeping went off. The patient stated that they didn¿t notice right away but the next day they thought something was wrong and that they were getting a bladder infection, so they checked the ins and it was off. The patient stated that they had a 4 month long bladder infection and was on medication. The patient noted that the infection caused them to be unable to walk again. The patient then noted that the ins had turned off several more times on its own including possibly when they were sleeping the night before report because they noticed when they woke up on the morning of report. The patient then increased stimulation to where they could really feel it and noted that after a while it would bother them but they kept it on line so that they would be able to tell easier if the ins turned off by itself. It was indicated that there was a fall that could be related and that in the past year they had several bad falls and 2 major concussions. The patient elaborated that they felt the stimulation turn off in 2 events of walking through security gates, and one event while sleeping. The patient stated that after the first 1 or 2 events it had been happening more and more in the last 6 months. The patient confirmed that they were using the pp to confirm the ins status during the events and pressed sync, confirmed the stim off icon, and then turned stimulation on noting that this resolved the issue for that time. It was indicated that the patient was going to follow up with their hcp to check on the ins. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. The hcp reported that the patient did not report a fall being related to the device and noted that there was a message on (B)(6)2018 that stated the patient attributed the symptoms to cipro medication. It was noted that the patient was seen on (B)(6)2017 and complained of a uti but not a fall. The hcp noted that the patient had started their treatment on antibiotic therapy on (B)(6)2017 for uti and there were no complaints of a fall with the device. The patient had called the urology office on (B)(6)2018 about how cipro increased falls and pain and the patient was told to report to the emergency department. It was indicated that it was unknown if the uti¿s were related to the patient¿s underlying urinary dysfunction and/or the device/therapy. It was noted that the patient had previously been followed in urology for urinary incontinence and was implanted with the device on (B)(6)2016. When the patient was last seen they reported significant improvement for their voiding symptoms. The patient had less frequency, almost always dry, occasionally a few drops from stress urinary incontinence, occasional feeling of incomplete emptying but was otherwise happy with the therapy. The patient was seen again on (B)(6)2017 and was referred back to urology for recurrent uti¿s. It was noted that the patient had persistent e coli uti since (B)(6)2017. The patient had been treated with ceftin, bactrim, and nitrofurantoin. The patient reported that they felt like they were peeing razor blades and had urinary frequency despite having the device. The patient believed that the device was working well and when treated with antibiotics their symptoms improved somewhat, but did not resolve. It was noted that there was gross hematuria with blood on tissue when the patient wiped. The patient did have a high output bladder track with no bloating, but did occasionally have fecal incontinence with flatus. The patient developed vaginal candidiasis and was treated with otc cream with applicator in vagina. The patient stated that they could not insert the first time, then felt something pop. The most recent culture was (B)(6)2017 and the patient was given a prescription for levaquin, but the patient did not take it due to allergy to the medicine even though they stated they could take cipro. The patient¿s past medical history included candida vaginitis diagnosed on (B)(6)2017. The patient¿s current medications included 1 250 mg tablet of cefuroxime (ceftin) taken by mouth 2 times daily, 0.05 % clobetasol (temovate) ointment applied topically 2 times a day, a 100 mg capsule of doxycycline (vibramycin), 1 750 mg tablet of levofloxacin (levaquin) taken by mouth daily for 5 days, and a probiotic product taken by mouth. A review of the patient¿s symptoms identified that the patient had fatigue, fever with chills, nausea, constipation, lightheadedness, dizziness, itching, rash, and dry mouth. The patient was negative for musculoskeletal, endocrine, cardiovascular, respiratory, psychiatric, allergic/imm, and heme/lymph. The patient¿s vital signs were as follows: the patient¿s blood pressure was 139/84, pulse was 79 from the radial with a normal quality, the respiration was 16 with normal quality, the patient¿s temperature was 36.5 °c, and pain score was a 5 with recent falls in the last 6 months and a fear of falling. The patient¿s physical examination determined that the patient¿s appearance was well-developed, well-nourished, and well-groomed. Examination of the patient¿s abdomen revealed that the patient had no tenderness or masses, no hepatosplenomegaly, and no hernia. The patient¿s genitourinary was examined without speculum and no prolapse with valsalva noting no tenderness and no palpable mesh. The results of the urinalysis indicated that the patient¿s glucose was normal, bilirubin was negative, ketones were negative, specific gravity was 1.020, ph was 5, protein was negative, urobilinogen was normal, and nitrates were negative. The results of the urine culture on (B)(6)2017 were 50,000-100,000 cfu/ml of escherichia coli, results from the urine culture on (B)(6)2017 were greater than 100,000 cfu/ml of escherichia coli, results from the urine culture on (B)(6)2017 were 50,000-100,000 cfu/ml of escherichia coli, and results from the urine culture on (B)(6)2017 were 50 ,000-100,000 cfu/ml of escherichia coli. The results from blood work done on (B)(6)2017 were that the urea nitrogen was 19 with a reference range of 7-25 mg/dl and the patient¿s white blood cell count was 6.7 with a reference range of 3.8-10.8 thousand/¿l. On (B)(6)2017 the patient had a CT scan of their abdomen. Axial computed tomography images were obtained from the lung bases to the iliac crest without contrast. Oral contrast was given to the patient and it was noted that the lack of IV contrast limited the evaluation of solid organs and vascular structures. Multiplanar reconstructions were performed and comparisons were made to an ultrasound retroperitoneum dated (B)(6)2015 and CT dated (B)(6) 2014. The findings were that the lung bases were clear of infiltrates and the visualized mediastinal content was normal. The liver demonstrated normal density and no focal lesions. The spleen, pancreas, and adrenal glands were normal in appearance and there was cholecystectomy clips in the gallbladder fossa. The kidneys were symmetric and demonstrated normal density. There was a nonobstructive stone in the midpole of the right kidney and numerous parapelvic cysts noted in the left upper pole collecting system. Previously described exophytic cyst in the lower pole of the right kidney was not well seen on this contrast study. There was no hydronephoresis seen and there was no free intra-abdominal fluid or air. There was a small fat-containing umbilical hernia noted. There was moderate amounts of stool in the colon which may be related to chronic constipation and the appendix was not seen. The abdominal aorta was of normal caliber and measured 1.8 cm. There was mild atherosclerotic calcification seen with no bowel obstruction seen. There was a stimulator present in the left gluteal region incompletely visualized on this examination. There was no free intra-abdominal fluid or air seen. Redemonstration of metallic density in the anterior peritoneal wall on the right side was unchanged from previous examination and there were no fractures, and no lytic or blastic lesions present. The impression was that there was no acute intra-abdominal findings seen with redemonstrations of the parapelvic cysts in the left kidney and a nonobstructive stone in the right kidney. The plan was to have the patient take 500 mg of cipro twice a day for 14 days and to repeat a urine culture 3-4 days after completing cipro. If the uti persisted after 2 weeks of treatment a cystoscopy was to be scheduled and the urology department was to be notified 3 days after the urine culture was complete. On (B)(6)2018 the patient called their hcp office and stated that they had a recurrent uti. The patient noted that they had been prescribed cipro and started to have a terrible reaction within the last few days of finishing the medication. The patient stated that at the time of report they were unable to walk without the assistance of their daughter and noted that they were experiencing pain in multiple parts of the body including their knees and legs. The patient noted that it was unbearable and was transferred to a triage nurse. The triage nurse noted that the patient was taking cipro for the uti and that the patient was now stating muscular skeletal pain, difficulty walking, and believed that these side effects were due to the cipro. The patient also noted that they were having issues with urinary leakage and stated that they had been falling. No further complications were reported or were expected.

Manufacturer narrative:
Due to imdrf harmonization, method, result, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.